Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture on the left ventricular. Technical services (ts) was consulted and recommended bringing the patient for threshold evaluation. The device remains in service. No adverse patient effects were reported.